Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programmer indicating invalid memory content. This observation was confirmed by an analysis of the memory content. In particular, recurrent invalid memory content in the same memory area was found, leading again to the automatic activation of the safety backup mode. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Next, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit resulting in the clinical observation. In summary, the clinical observation was confirmed, the device was found being in the safety backup mode. A device analysis revealed a damage of an integrated circuit. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
Unable to interrogate device. An error message comes up that there are too many resets on the device. The device was explanted.